Event description:
A distributing customer filed a complaint stating that a user facility experienced a problem with an administration set during a chemotherapy treatment (5-fu). The user facility stated that the infusion set was occluded and blood back-flowed into the set. This observation was made after the set had been in use for a period of 7 weeks. Because it is believed that the occlusion interrupted the pt's therapy, the incident is considered to be a drug under-delivery. The incident did not result in an injury.